Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk.

Event description:
The customer reported getting a false negative result on an inpatient suspected of having covid-19. The patient was symptomatic with fever and shortness of breath. The patient was tested on (B)(6) 2020. The patient was retested on (B)(6) 2020. The patient's nasopharyngeal sample was sent out and tested using rt-pcr. The nasopharyngeal sample was stored in a viral transport media and tested on (B)(6) 2020. The result was "indeterminant". There was no CT value provided. The patient's first send out test result on 6/6/2020 was positive. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufactured and qc results from the same lot were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.